Event description:
It was reported that during a normal battery replacement procedure, the field representative was told that this left ventricular (lv) lead broke some time ago. There was also a report of loss of capture and high out of range pace impedances, in all vectors. The patient now has an left ventricular assist device. The lv lead was abandoned surgically. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.